Event description:
It was reported that during insertion of the iab, the iab became stuck in the sheath and could not be fully advanced. The sheath and iab were removed as a unit and replaced. There were no pt complications.